Event description:
A malfunction alarm was reported for the customer's insulin pump, identified as malfunction code 0. The issue did not adversely impact the customer's blood glucose level. Technical support confirmed the malfunction had occurred multiple times, and as the pump was still under warranty, they arranged for a new replacement pump to be sent to the customer. The customer was advised to store the faulty pump before returning it to avoid charges, and was instructed on how to set up the replacement pump, including programming their settings and connecting their continuous glucose monitor.